Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that for the past few days she experienced high bgs. The patient stated on the night of (B)(6) 2013 her blood glucose (bg) measurement was over 400mg/dl with no symptoms. The patient stated that when she delivered a correction bolus via the pump, her bg was reported to be 70mg/dl when she awoke on the morning of (B)(6) 2013. The patient reportedly changed out the site/set and the pump emitted multiple occlusion alarms. It was noted during a phone call with customer support (cs) on (B)(6) 2013, the patients bg was reported to be 338mg/dl, the was not feeling well and the patient treated the bg with a bolus using the pump. The patient reportedly admitted to having food poisoning on (B)(6) 2013 and has been sick. Cs reviewed the pump history with the patient and multiple "low cartridge" and "occlusion" alarms were noted in pump history. It was also noted that all boluses were delivered and there was no indication of a pump malfunction. The reported bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported based the following reasons: it is not clear what caused the patient's bgs to fluctuate and the patient also alleged that there was an issue with the pump.

Manufacturer narrative:
Follow-up #1 05/23/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed that the pump emitted a ¿no delivery, exceeds tdd¿ warning on (B)(6) 2013 which was confirmed 20 times. The delivery resumed 1 hour and 4 minutes later. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.